Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed damage on the harmonic ace instrument blade. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the broken blade issue reported by the customer. The blade broke at roughly .202¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. No images or video were submitted for review. A review of the instrument log for the harmonic ace instrument (pn: 480275-08, batch-seq: l90210913-0264) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk3129. Harmonic ace is a single use instrument. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.